Manufacturer narrative:
Vyaire complaint #: (B)(4). Device evaluation: g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis lab (fa lab) received the suspected component and performed a failure investigation. The fa lab was not able to duplicate the original complaint reported by the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Vyaire medical has received the component in question, however the evaluation has not yet begun.

Event description:
It was reported to vyaire medical that the user interface module (uim) on the avea ventilator does not power up and the problem is intermittent. The customer advised there was no patient involvement associated with this event.